Event description:
Biomet cup and liner was combined with stryker head in the revision of the primary. This construct including the stryker head was revised due to pelvic fracture due to unknown trauma. No medical records or formal x-rays will be made available.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the provided x-ray by a clinical consultant determined that there was not enough information for a detailed review as there is no confirmation of pelvic fracture. The event was not confirmed. Complaint history review: the super and trackwise complaint databases shows there have been no other events for the reported lot. The exact cause of the event could not be determined because further information such as x-rays, operative reports, and clinical history are needed to complete the investigation for determining root cause.

Event description:
Biomet cup and liner was combined with stryker head in the revision of the primary. This construct including the stryker head was revised due to pelvic fracture due to unknown trauma. No medical records or formal x-rays will be made available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the doctor sent device to pathology and it was not returned to the manufacturer. Additional information (including x-rays and medical records) has been. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.